Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that while accessing the patient's femoral artery, the micropuncture transitionless stiffened cannula access set proximal hub detached from the catheter. Another set was opened and utilized to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub was separated from the shaft. The hub portion of the device was not returned. A 25 degree bend in the shaft which began approximately 5 cm from the distal end was observed. During the inspection of the device, it was also noted that the shaft appeared to be stretched. Additionally, a document based investigation evaluation was performed. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.